Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced an occlusion alert while using an ilet system with a teflon infusion set, after which the patient changed the infusion set and reported a blood glucose of 250 mg/dl that subsequently normalized following the supply change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and education with resolution after a supply change, and no hospitalization. Investigation included customer care troubleshooting focused on infusion set function and occlusion verification. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set, consistent with an infusion-set related obstruction that resolved upon replacement. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.